Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68), non-penumbra guiding catheter, microcatheter and guidewire. During the procedure, the physician encountered resistance when advancing the ace68 with a few centimeters of the microcatheter out. The physician also encountered resistance when retrieving the microcatheter. It was reported there was a slight kink 85 millimeters from the hub of microcatheter. The proximal shaft of ace68 was ovalized. The procedure was completed by using a non-penumbra aspiration catheter, microcatheter and stent retriever and the same guiding catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was updated for clarification: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned ace68 revealed that the proximal shaft of the catheter was ovalized. If the ace68 is forcefully mishandled during use, damage such as an ovalization may occur. During the functional test, a demonstration lantern was advanced and retracted through the returned ace68 without an issue. The root cause of the reported resistance could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68), non-penumbra guiding catheter, microcatheter and guidewire. During the procedure, the physician encountered resistance when advancing the ace68 with a few centimeters of the microcatheter out. The physician also encountered resistance when retrieving the microcatheter. It was reported there was a slight kink 85 millimeters from the hub of microcatheter. However, the ace68 was not found to be kinked. The procedure was completed by using a non-penumbra aspiration catheter, microcatheter and stent retriever and the same guiding catheter. There was no report of an adverse effect to the patient.